Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation and migration/ perforation of right tube with essure'), infection ('infection') and sepsis ('sepsis') in a 42-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "the patient is a underwent an ablation and essure procedure on (B)(6) 2013" on (B)(6) 2013. The patient's medical history included grand multiparity. Concurrent conditions included paratubal cyst and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization) and sepsis (seriousness criterion medically significant). The patient was treated with antibiotics and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, infection and sepsis outcome was unknown. The reporter considered fallopian tube perforation, infection and sepsis to be related to essure. The reporter commented: insertion details: left tube- there were three to four coils seen trailing into the cavity, right tube- because of debris from the ablation, it was not possible to see any coils at the tubal ostia; however, it was apparent that it had in fact released into the tube. Discrepancy noted in essure insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occlusion. However, the assure device was noted to be severely kinked in the right tube suggestive of perforation through the tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: medical device monitoring error, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jul-2020: medical records received. Events added: the right tube however, was more difficult to place, event perforation nos was updated to fallopian tube perforation and event ablation updated to medical device monitoring error. Reporters information, essure insertion date and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation and migration/ perforation of right tube with essure'), infection ('infection') and sepsis ('sepsis') in a 42-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "the patient is a underwent an ablation and essure procedure on (B)(6) 2013" on (B)(6) 2013. The patient's medical history included grand multiparity. Concurrent conditions included paratubal cyst and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization) and sepsis (seriousness criterion medically significant). The patient was treated with antibiotics and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, infection and sepsis outcome was unknown. The reporter considered fallopian tube perforation, infection and sepsis to be related to essure. The reporter commented: insertion details: left tube- there were three to four coils seen trailing into the cavity, right tube- because of debris from the ablation, it was not possible to see any coils at the tubal ostia; however, it was apparent that it had in fact released into the tube. Discrepancy noted in essure insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occlusion. However, the assure device was noted to be severely kinked in the right tube suggestive of perforation through the tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: medical device monitoring error, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation and migration'), infection ('infection') and sepsis ('sepsis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient underwent endometrial ablation ("ablation"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization) and sepsis (seriousness criterion medically significant). The patient was treated with antibiotics and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the perforation, infection, sepsis and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, infection, perforation and sepsis to be related to essure. The reporter commented: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.